Manufacturer narrative:
B.5 was corrected to address revision statement. Visual inspection: the device was inspected by reviewing the associated radiographic images. Two (2) images were provided that showed the condition of the construct one month postoperatively and five to six months postoperatively. In the first image, the ozark screw appeared with no demonstrable signs of damage or malfunction. In the second image, the caudal-most screw indicated that screw fracture had occurred. Review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Comparison of the two images suggests that a minor amount of subsidence could have occurred at the caudal level as space between the interbody and screw appears to have reduced. However, it is not clear if the perceived spatial change was just a factor of imaging angle and, therefore, subsidence was unable to be confirmed. It is also unclear whether non-union contributed to the issue. The root cause for the reported issue could be determined.

Event description:
A physician reported two ozark screws which were noted to be fractured approximately five to six-months post-operatively. The patient will be revised. This report represents the second of the two screws.

Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
A physician reported two ozark screws which were noted to be fractured approximately five to six- months post-operatively. This report represents the second of the two screws.